Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient had ineffective stimulation. Diagnostics found that both leads had high impedances. Surgical intervention may be taken at a later date to address the issue.